Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. Additional information has been requested regarding the specific healthcare facility information, but has not yet been received. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received and is currently pending analysis completion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.